Event description:
The patient reportedly experienced loss of sound, followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.